Event description:
When drawing up heparin (10,000 units per 10ml vial) to be used during a procedure. A 3 ml (milliliter) bd plastipak syringe with red cap bd blunt fill needle used. Upon puncturing the grey stopper of the vial, it was noted that a portion of the stopper broke free into the vial and was floating in the medication.